Event description:
It was reported when the device was used during a wedge resection procedure, it was fired across thick tissue and could be closed completely. The surgeon opted to fire the device, which resulted unformed staples at the distal part of the staple line. Buttressing material was used. Another device was used to complete the case. There was no adverse pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.